Event description:
The customer alleged that the vent went "inop" while on the patient. The mallinckrodt customer support engineer (cse) inspected the device and replaced the gui cpu board. The unit passed extended self testing. There was no patient harm reported.